Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 506 mg/dl. Customer would not like to continue troubleshooting. The customer stated they woke up and blood glucose was high and noticed that sure t was pulling out. Customer took a snack and an orange juice right before bed and stated was thirsty. Auto mode feature was not active and not automatically adjusting insulin at time of high blood glucose event. Customer had changed her set, and was able to deliver bolus. Customer stated blood glucose was showing a trend that it is already going down. Customer declined troubleshooting for high blood glucose. Customer visually impaired. The insulin pump will not be returned for analysis.